Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production.there are no similar complaints against the same lot number(s) with this error pattern. According to the quality standard and DHR files a production error and a material defect can be excluded. Based on the functional test no deviation could be detected. According to the (B)(4) report a cappa is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with yasargil. It was reported that the locking mechanism of the yasargil vario a.fcps.std.ti.90/220mm malfunctioned during an aneurysm clipping case on (B)(6) 2020. Reportedly, while being used the clip appliers were not functioning properly during the release of the locking mechanism preventing the surgeon from having control of the clip when he needed it the most. As the lock released the brackets would rub against each other, creating a jolt of the clip appliers. The device malfunction is not cause or contribute to a serious injury or death. There were no surgical delays. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).